Event description:
It was reported that balloon rupture and shaft break occurred, and that surgery was required for device removal. Vascular access was obtained via the left radial artery. The diffused, 3-4.5x48mmtarget lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The lesion contained a significant bend of less than 45 degrees. Pre-dilatation was performed and a 3.0 x 38mm stent was successfully deployed in the distal to mid rca without any issues. A 4.00 x 48 synergy drug-eluting stent was deployed from the mid to proximal rca. After the stent was fully deployed, the balloon was moved to the distal end of the stent for post dilatation. The balloon was moved to the proximal end of the stent for additional post dilatation where upon inflation to 20 atmospheres the balloon ruptured. When an attempt was made to remove the balloon, heavy resistance was encountered. The balloon was pulled back hard and the shaft broke in the vessel. The patient was then sent to the operating room for cardiac surgery to remove the balloon. It was further reported that the shaft broke at around 141 cm from the hub. Another dilation balloon was attempted but failed to pass the interruption and also used extension catheters. However, the ruptured balloon cannot be pulled back and removed. The patient had a coronary surgery to remove the balloon, but during the surgery there was an aortic dissection. An aortic dissection repair surgery was performed simultaneously. The separated parts were successfully removed through surgery. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture and shaft break occurred, and that surgery was required for device removal. Vascular access was obtained via the left radial artery. The diffused, 3-4.5x48mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The lesion contained a significant bend of less than 45 degrees. Pre-dilatation was performed and a 3.0 x 38mm stent was successfully deployed in the distal to mid rca without any issues. A 4.00 x 48 synergy drug-eluting stent was deployed from the mid to proximal rca.. After the stent was fully deployed, the balloon was moved to the distal end of the stent for post dilatation. The balloon was moved to the proximal end of the stent for additional post dilatation where upon inflation to 20 atmospheres the balloon ruptured. When an attempt was made to remove the balloon, heavy resistance was encountered. The balloon was pulled back hard and the shaft broke in the vessel. The patient was then sent to the operating room for cardiac surgery to remove the balloon.